Event description:
During robotic case, the end of the prograsp forceps instrument (while inside pt) had shivers or shreds of wire separating from the actual instrument. There were also more slivers inside the pt not attached to the instrument.